Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, md inserted the sheath via left femoral artery. After the intra-aortic balloon (iab) was inserted the "pumping started, the helium leak alarm rang in the acat-1 serial number 41218a. The pump was exchanged to a kaat ii, but the helium leak alarm rang again." As a result of the alarm the iab was exchanged. The patient expired. Update of 01/07/08 noted that md does not attribute the death of the patient to the iab.